Manufacturer narrative:
.

Event description:
A customer contacted baxter technical service ctr wanting to go back to dwell 4/4 during therapy while using the home choice system. The home pt (hp) bypassed to drain 4/4 as he wanted to drain some fluid out. The ultrafiltration (uf) was only 400 ml and was usually 900 ml at this point in therapy. Hp felt full. Hp would resume therapy. The technical service rep (tsr) explained that the hp couldn't go back to dwell. Hp would call the nurse about a last manual drain feature with uf target. The drain volume reported by the pt was approximately 4400ml. The largest prescribed fill volume was 2200ml. A (4400 - 2200ml)/2200 is 1.0, which is greater than 0.6 and meets the criteria of increased intra-peritoneal volume (iipv). The pt refused to provide add'l info and did not want to swap the machine. The nurse was contacted and stated the pt has no longer felt full and is continuing with therapy. The ultrafiltration target setting was not changed. Furthermore, the nurse stated that the pt was constipated, and this was resolved.